Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, paresthesia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year old caucasian female patient underwent primary breast augmentation with two unspecified mentor smooth saline breast prostheses. Post-operatively, the patient suffered left breast implant deflation. As a result, the patient went to a doctor and asked to have the saline taken out of the right breast implant in (B)(6) 2010. Afterwards, the patient suffered horrible cramp that will last five to ten minutes and breast pain that they needed to take medication for. The implant moved and may be hitting a nerve or muscle. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.